Event description:
Ous MDR - it was reported that the patient received 6 shocks. The lead had been implanted for about 72 months. Apart from the event description, no further adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
In the returned state, the lead was destroyed. The lead had been capped 45 cm proximal of the tip electrode. Only the distal lead fragment was returned for analysis. During the analysis of the lead fragment, it was noted that the insulation was damaged by friction. In particular, the insulation of the lead body was massively damaged by squashing about 25.5 cm proximal of the tip electrode. The coating of the rope conductor to the ring electrode shows fraying at just that site. This damage manifestation is with high probability the cause of the interference signal mentioned in the complaint. This damage requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the "subclavian crush syndrome".